Event description:
In 2004, the pt was implanted with three (3) gore excluder bifurcated endoprostheses. On an unk date, an unk test showed aneurysm growth of 2-3 mm. Endotension was suspected. In 2009, the pt underwent a reintervention to reline the original endograft system. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleak had been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Please refer to PMA supplement p020004 s006. Please note additional devices implanted: pcl161407/032651601 and pcc141200/030307205.